Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's main keypad to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device returned to the customer for use. Stryker further evaluated the removed main keypad and contamination between dome switch and carbon trace of buttons (display, pause, shock, right side charge and energy up) was determined to be the cause of the reported issue. Contaminant contains phosphorus, sodium, sulfur and chlorine which are common clean product ingredients.

Event description:
The customer contacted stryker to report that their device was not delivering defibrillation energy. Customer further advised the device's shock button was not functioning. There was no report of patient use associated to the reported event.